Manufacturer narrative:
(B)(4). A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the leak was determined to be an incomplete weld of the volume indicator to the port during the manufacturing process. In order to address this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: lot 13c090 was manufactured march 28, 2013 - april 1, 2013. A batch review was performed and found that two CAPA investigations were initiated due to a unit found to be leaking at the fill port during functional testing for batch/lot number 13c090. During the rework, units were identified to have a leak at the welded area of the volume indicator. After the rework was complete, no additional defects were noted. The device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed by filling the reservoir with green color water. After fill, leakage was noted at the welded area of the volume indicator port located inside the housing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned single day infusor, a leak was identified from the welded area of the volume indicator port located inside of the housing. There was no patient involvement. No additional information is available.